Event description:
On (B)(6)2010, the pt called for assistance with changing the insulin cartridge. She stated, she experiences air bubbles in the insulin cartridge that form during use. She stated, she primes the infusion set to remove the air from the system, but the air bubbles usually reappear. She stated, her blood glucose has been elevated to 350-352 mg/dl. Her normal blood glucose range is 140-170 mg/dl. She stated, she does not allow insulin to reach room temp prior to use and she was advised to do so. She stated, she has never changed the adapter and she was advised to change the adapter with every 10th insulin cartridge change. At the time of the report, the pt changed the insulin cartridge and no air bubbles were present in the system. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.